Event description:
It was reported that the customer had a motor error alarm during normal basal delivery of the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer was assisted with clearing the alarm. The customer does not use the sensor feature on the insulin pump. The customer states they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. The customer was advised to retrieve their insulin pump settings. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.